Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned item matches information listed in the complaint file. Visual inspection revealed that the inferior plate (mb075k lot 5565001) and the polyethylene insert have disassembled from the peek cartridge. The superior plate (mb074k lot 5556176) was still assembled to the cartridge. The item could be fully disassembled and reassembled using si-mobc-0001 with no difficulty. Root cause: a definitive root cause could not be determined, but improper assembly on the implant holder could cause the implant to disassemble during insertion. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a surgery, the surgeon encountered excessive play with the attachment between the implant and inserter for two implants, resulting in both being dislodged from peek, with the inferior portion of the implants remaining intact to peek. The surgery was completed with a third implant, and without harm or delays. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2025-00003.

Event description:
It was reported that during a surgery, the surgeon encountered excessive play with the attachment between the implant and inserter for two implants, resulting in both being dislodged from peek, with the inferior portion of the implants remaining intact to peek. The surgery was completed with a third implant, and without harm or delays. This is report two of two for this event.